Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the issue reported by the customer could be due to air bubbles, as noted in the instruction for use (IFU), the presence of air bubbles can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing. It would probably explain the problem encountered by the customer. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11 the hakim valve (ID 823164) was returned for evaluation. Device history record (DHR) - the valve, product code 82-3164 with lot 7002608, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 110 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. The valve functions. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to air bubbles, as noted in the IFU, the presence of air bubbles can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823164) showed cerebrospinal fluid (csf) with random flow output during procedure. "It felt different than usual when doctor pressed it by hand. The press control was not a problem for existing products and newly opened products, but the press does not turn even when controlling defective product". The procedure was completed with a replacement product available. No patient injury reported however, the event led to 30-minute surgical delay.